Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence.  Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, pump failure.

Manufacturer narrative:
A titan touch pump examination and testing of the returned component revealed no functional or visible abnormalities with the pump. Because the available information did not indicate what factors may have contributed to the reported event of "pump failure," and because no functional abnormalities were noted, quality cannot determine the true cause of this reported event. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.